Event description:
During the induction testing at the implatation procedure, charging stopped on this device and an external rescue was required. Therefore, the ICD was not implanted. A new ICD was implanted successfully which induced, charged and converted the patient normally.